Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in china that during device installation preoperatively to an unknown procedure on (B)(6) 2022, it was observed that the coupler ac zoom device had some red lines appeared on the screen. There were no adverse consequences to the patient.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary =the complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, red lines and the coupler appeared in the display. The complaint reported was confirmed. A manufacturing record evaluation was performed for the finished device lot number:b001913, and no nonconformances were identified. The photo does not provide enough evidence to determine root cause. Without service evaluation, the root cause cannot be stablished. The possible root cause can be related to lack of maintenance or faulty parts. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. D1, d2, d4: the brand name, catalog number and UDI have been updated to reflect the correct information. Therefore, UDI:(B)(4).